Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl, 293 mg/dl. The customer did not provide information about symptoms and treatment. Customer¿s sensor glucose was higher than blood glucose. Insulin delivery was suspended due to sensor glucose vs blood glucose difference. Sensor glucose value that triggered the suspend on low was does not show. Low limit in sensor settings was 70. Blood glucose value associated with the triggered suspend event was 200 mg/dl. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.